Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, proximal right coronary artery (rca) that a glideliner was used with the xience alpine stent delivery system (sds) to advance, but failed to cross the lesion. During removal of the sds the stent implant caught on the glideliner and became dislodged. The stent remained on the guide wire and was removed from the anatomy without issue. A different stent was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.